Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had not been feeling stimulation at all and when they had checked their device they saw a call your doctor icon with a power on reset (por) message. Troubleshooting could not be done due to the type of error. The event was reported to have occurred in the first part of (B)(6).

Event description:
Additional information was received that the patient was able to get in to see their healthcare professional, but has another appointment at a surgical unit as an outpatient procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.